Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure in cesarean section, upon suturing tissue, the suture and the needle were found detached that the needle fell into the patient's cavity. The hand-washing nurse took the needle and threaded the suture. The suturing time was increased and led to a prolonged operation time. It was also reported that laparoscopic procedure was converted to open but unrelated to device problem. There was no patient injury.